Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device lot number and submit the results of the final investigation. Refer to 9614641-2026-00006 for tb-0520fcs device with lot number 54k 08. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was peeling off. The probe was broken at 13.70 mm from its distal end with the broken probe tip returned; however, the device was received with an externally intact tip. During reprocessing, the probe tip broke off. Analysis revealed that there was a pre-existing crack in the probe, which was not externally visible. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat's probe broke immediately after it was activated during unspecified use. Additional details were requested from the customer but the information was unknown. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
Note: the customer returned two devices for evaluation, neither of which matched the item and lot # initially reported (as captured in initial MDR of related report number). Customer could not discern which product was involved with the reported event. Therefore, the results of both device investigation will be provided upon completion. D4, h4: 1. Tb-0520fcs - lot no: 54k 08, expiry date: 31-mar-2028, mfg date: 08-apr-2025. 2. Tb-0520fcs - lot no: 57k 31. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat's probe broke immediately after it was activated during unspecified use. Additional details were requested from the customer but the information was unknown. There was no reported patient injury or medical intervention associated with this event.